Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient had poor response following implant of the new pump and catheter. A bolus produced a partial response so a dye test was arranged to locate the tip of the catheter. It showed the tip of the catheter was through the foramen magnum i.e. In epidural space and not the intrathecal space; a revision/explant was noted on the (B)(6) 2012. Patient was without injury and the outcome was indicated as "ongoing therapy." Drug delivered was compounded baclofen 1000mcg/ml. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the patient had a low awareness state so it was difficult to assess their lower limb spasticity and reduced respiratory rate (7/min). It was presumed that the catheter was implanted such that the tip was through the foramen magnum. It was difficult to tell how much went in because the catheter was not radiopaque.

Manufacturer narrative:
Catheter model: 8780, serial #: unk, implanted: (B)(6) 2012, explanted: unk.